Event description:
It was reported by service report that the motion interrupt pan was hanging on the head left corner. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: motion interupt pan.